Event description:
Event: fem-fem performed to resolve post implant limb thrombosis. Event details: access was achieved through the external iliac artery. The patient's right iliac/femoral access arteries were calcified. At the attachment site the common iliac artery was narrow and calcific. Graft limb occlusion on the right was treated with a stent. Limb thrombosis was noted again post-implant, at which point in time a fem-fem was performed.